Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument's tip was broken and got stuck in the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube approximately 1.57" from the distal tip. A piece measuring proximately 0.142¿ x 0.260¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were scratch marks/abrasions directly below the broken section of the main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.